Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: power on reset events was observed in the black box. The battery compartment was found to be cracked on the side near the threads and above and below the bumper pad. The returned cartridge cap and battery cap was used during device analysis. The battery cap threads were stripped and therefore, the battery cap was unable to be secure to the pump. The power on reset issue was duplicated with the returned battery cap. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. A new test battery cap was used to complete investigation; a 24 hour duration test was successfully completed on the pump with no power interruptions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There no reported moisture or corrosion found inside the pump. There was no indication of damage to the battery cap and it was replaced approximately 1 to 3 months ago. There was reportedly no visible yellow o-ring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.